Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. The cause of the peritonitis is attributed to touch contamination due to a lack of bathroom hygiene. Serratia marcescens is easily found in bathrooms, including shower corners and basins and is known to cause peritonitis in immunocompromised patients. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow up, the patient's pd nurse stated the patient was on antibiotic therapy due to peritonitis. The patient had presented to the pd clinic with unspecified signs/symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with fortaz and ancef (dose, frequency and duration not provided). The pd effluent culture resulted positive on (B)(6) 2020 for serratia marcescens, a gram-negative bacterium. The ancef was discontinued and the patient was prescribed ip fortaz 1g for 21 days. The antibiotics were to be administered during an early daytime manual exchange with a long dwell time (unspecified). The cause of the peritonitis has been attributed to touch contamination due to a lack of bathroom hygiene. The patient did not report any liberty select cycler issues or any cassette leaks related to this event. The patient did not require hospitalization for the peritonitis. The issue that the patient called into technical support has been resolved and the patient continues to complete pd therapy utilizing the liberty select cycler and a daytime manual exchange for antibiotic administration.